Event description:
Patient allegedly received an unknown cook inferior vena cava (ivc) filter on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt). Per a report from computed tomography (CT) dated (B)(6) 2017: "additional indication: dvt in 2014". "There is an inferior vena cava filter, the tip of which is just below the right renal vein. The axis of the filter is parallel to that of the inferior vena cava. There is no evidence of fracture or significant bending of the struts. The distal struts appear to have perforated the inferior vena cava and there is a clear fat plane between the most posterior struts and the strut at the 10 o'clock position."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, deep vein thrombosis (dvt). The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number, filter type and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received an unknown cook filter and is alleging inferior vena cava perforation. Hospital and medical records have not been provided.